Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer managed high blood glucose by giving correction dose by injection and did not require assistance from any third parties. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction returned.